Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) could not enter the unknown sheath, so it could not be used. Another unknown mynx device was used to complete the procedure, and the patient recovered. There was no reported patient injury. The device was intended to be used after a percutaneous transluminal angioplasty (pta) procedure. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device was inspected prior to use, and there was no damage noted. There was no access site vessel tortuosity. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The procedure used a retrograde approach. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was also not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. A kinked/bent condition was observed to the sealant sleeves. Additionally, the procedural sheath was not returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed due to the sealant sleeves being kinked/bent, which prevented a reliable slit-length measurement. A functional test to evaluate the insertion and withdrawal into a sheath could not be performed due to the kinked/bent condition observed to the returned sealant sleeves. A simulated deployment test was conducted on the returned device in accordance with the mynx control IFU. Button 1 was successfully depressed to deploy the sealant, with no resistance observed. Button 2 was also fully depressed, and the balloon was completely retracted as expected. No issues were observed with the function of button 1 or button 2 during the failure investigation. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the kinked/bent sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that there was no excess force applied during insertion) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not enter the unknown sheath, so it could not be used. Another unknown mynx device was used to complete the procedure, and the patient recovered. There was no reported patient injury. The device was intended to be used after a percutaneous transluminal angioplasty (pta) procedure. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device was inspected prior to use, and there was no damage noted. There was no access site vessel tortuosity. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The procedure used a retrograde approach. There was no excess force applied during insertion. The sheath was not kinked/bent upon removal. The device will be returned for analysis.